Event description:
It was reported that the blade which was attached to a 4-in-1 cutting guide broke at the mount and at one tooth during a procedure. It was further reported that the blade broke outside of the incision and no piece fell into the surgical site. The procedure was completed successfully. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint has not yet been returned for evaluation. Lot no. Details have not been provided to aid further investigation. Based on the information received, the root cause of the alleged breakage is determined to be multi-factorial. Handpiece: system 6 sagittal saw.